Event description:
It was reported that during the lead replacement procedure, a sprint quattro lead was opened in anticipation of using it as a replacement. The patient coded during the procedure and the lead implant was abandoned. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood noted on helix mechanism; full lead analyzed.

Event description:
It was reported that during the lead replacement procedure, a sprint quattro lead was opened in anticipation of using it as a replacement. The patient coded during the procedure and the lead implant was abandoned. There were no further patient complications reported as a result of this event. Follow-up with the physician's office determined that the patient was hospitalized for a short time after the surgery with no complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.